Event description:
Procedure type: bariatric procedure according to the reporter: lens broke. Piece fell into the patient cavity but it was not retrieved since surgeon did not found it. No extension of the surgery time by more than 30 min. No blood loss of more than 250cc, no unanticipated loss or irreversible damage to vascular tissue. A new device was used, same product code with no problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).